Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer stated that the pump went to rewind and he was going to change everything out. Customer's blood glucose was 130-140 mg/dl at the time of the incident. Customer's blood glucose was 166 mg/dl today. Customer stated that he was able to complete the rewind sequence. Customer mentioned that he was really low and the pump kept giving him insulin. Customer stated that he had to take the pump off. Customer stated that he redid it and everything was okay. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The functional testing could not be completed due to the prime anomaly. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads and minor scratches on the display window.